Manufacturer narrative:
S/w version: unknown . Retainer ring = black. Unit p-cap / reservoir locked properly in place. Blank display due to moisture damage on j6 and j7 connectors in pcb 1. After swapping pcb 1 with a test board, unit powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, broken battery tube threads, and cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack and exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.